Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. A potential adverse event with the penumbra smart coil system include thrombosis and is noted in the labeling. Therefore, it was determined that the reported thrombus formation was a potential complication related to the use of the penumbra smart coil system. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2017-02282, 3005168196-2017-02284. The device was implanted into the patient.

Event description:
The patient was undergoing a coil embolization procedure in the left superior cerebellar artery using penumbra smart coils (smart coils). During the procedure, there was thrombus formation in the parent vessel. Therefore, the patient was given integrilin and the event resolved on the same day. The reported thrombus formation was adjudicated to have a definite relationship to the angiographic procedure and a possible relationship to the penumbra smart coil system.